Event description:
It was reported that the bd needle sftygld 25x1 rb mck was broken. The following information was provided by the initial reporter: material # 306616. Batch # unknown. Verbatim: account gave an hpv shot to a young patient over a year ago. The patient recently came back in and it was discovered a needle is in the patients arm and has been working its way down through the muscle. The account does not know if its the needle from the hpv shot or when the incident occurred, but the account would like to speak to someone at bd regarding the event. Customer response on 13-may-2025. 1. Can you please provide an exact date of event? (B)(6) 2024. 2. Can you please provide the material and lot number associated with reported issue? Prevent sg safety hypodermic needle glide non-pyrogenic sterile 25g x 1inch. MFR: 192-n251s. I cannot confirm the lot number due time that has past from the event. The current lot number we have in stock in clinic is 0141231. 3. Please describe any additional, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm. Needle was discovered via an xray recently due to a separate, unrelated injury. Patient has a follow up on (B)(6) 2025 to discuss removal of needle from arm.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - needle broken. Correction: following submission of initial MDR, lot number was not reported. Correct lot number is 0141231. Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 0141231 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.